Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level and moderate ketones. A specific bg value was not provided, and the cause of the high bg was unknown. Reportedly, the customer required assistance delivering a bolus to address bg level. Recommendation was made to discuss diabetes management with a health care professional.